Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2025, the patient experienced a proximal femur fracture which was found on an x-ray performed on (B)(6) 2025, the next day post-operation. The reason for the fracture is unknown. This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) polarstem valgus ti/ha 0 , one (1) oxinium fem hd 12/14 22 mm +0, and one (1) or3o dm xlpe insert 22/36 were explanted. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the femoral head and insert were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no obvious femoral fracture is appreciated in the provided electronic copies of intraoperative imaging, although there appears to be some osteolytic change on the superior border of the acetabulum. A definitive clinical root cause cannot be determined based on the information provided. Although a fall is suspected, this cannot be confirmed to be the sole contributor to the avulsed lesser trochanter. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the femoral head and insert revealed a similar event for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.